Event description:
It was reported that during a drg permanent trial procedure, contact 1 of the lead was fractured. The physician was unable to remove the broken contact and opted to replace the lead. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, a lead contact broke off. Per the follow up details, the lead was removed and contact 1 got stuck and broke off. This was no intervention planned at the time since effective therapy was restored with replacement of the lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.